Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. During the visual evaluation, the balloon was noted to have detached from the catheter and was not returned for evaluation. No other anomalies were noted. No functional testing was performed due to the condition of the device returned for evaluation. Therefore, the investigation remains inconclusive for the reported leak as the functional testing couldn¿t be performed due to the condition of the device for evaluation. However, the investigation was confirmed for the identified balloon detachment as the balloon was noted to be completely detached from the catheter and was not returned for evaluation. A definitive root cause for the reported leak and identified balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 08/2024.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had leak. There was no reported patient injury.